Manufacturer narrative:
Correction b5: it was stated that a medsun report was filed regarding the product; a reference number was not provided (omitted on initial). H10: the device was received for evaluation. A visual inspection was performed with the naked eye which observed one tubing component was separated from another tubing component; the other components were in place and according to specification. Additionally, it was noted that the tubes did not have solvent in the joint. The reported condition was verified. The cause of the condition was a manual assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set became severed which resulted in a fluid leak. This issue was further described as, ¿while disconnecting the fluid from pump/patient, and in attempting to take clamp/line off, the nurse¿. This issue occurred while attempting to clamp/line off upon completion of an infusion of intravenous normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.